Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported aspiration was lost during the procedure. An angiojet catheter was selected for use in a thrombectomy procedure. The device was primed and advanced into the patient. Aspiration was started and ran for about ten(10) seconds before the system error message "check saline supply" occurred and stopped aspiration. It was noticed at this time that the device was also leaking from the connections at the bottom of the pump, into the tray of the console. The device was switched out and the procedure was completed with no reported complications and the patient was stable.